Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited a low out of range pacing impedance measurement of less than 200 ohms on the right ventricular channel. No intervention has been performed at this time and the device remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information provided from the field indicates that surgical intervention was performed and the leads were explanted and replaced. The device continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was later explanted for an unrelated issue and was returned back for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Analysis was unable to confirm any issue with the device that would have cause or contributed to the reported clinical observations.